Event description:
This pi is for the revision for instability. Information received from (B)(4) indicates the following: patellar tendon rupture. Required rotational flap (B)(6) 2013. All components removed for instability(B)(6) 2018. Left knee.

Manufacturer narrative:
An event regarding instability involving a mrh femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as lot number is unknown. -complaint history review: not performed as lot number is unknown. Conclusions: it was reported that the patient was revised due to instability. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 64953010; gmrs tibial insert small 10mm; lot# unknown. Cat# 64953101; gmrs proximal tib sml; lot# unknown. Cat# 64786645; ti dur reg fluted stem 19x80mm; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.